Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # u5c046. (B)(4). Date sent: the analysis results showed that the cs40g device was received with no apparent damage with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, one plastic pieces was received inside of a plastic bag. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The device was disassembled in order to evaluate the condition of the internal components and the piece of plastic belong to the shroud pin. The shroud pin broken has been correlated to the manufacturing process. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that before an unknown procedure, a white plastic foreign matter was found inside the package when it was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.